Manufacturer narrative:
Conmed received a "used" eliminator pet biliary balloon dilator for evaluation on (B)(6)2014. Visual inspection of the returned device found the balloon and the tip were detached from the catheter. Further inspection of the catheter observed evidence of the adhesive on the catheter, which indicated that the balloon was properly assembled during the production of the device. This unit was manufactured on 11-dec-2012. Within lot number 1212111it is verified that there were no other similar complaints received. A review of the DHR showed there were no abnormalities noted during the manufacturing process that could have caused or contributed to this reported problem. In addition, a 2-year review of the complaint history shows this is an isolated incident and there have been no reports of adverse events for the product family of biliary dilator balloons. The conmed eliminator pet biliary balloon dilator is a 5 french (1.7mm), 180cm, multi-lumen catheter with a discrete pet balloon mounted on its distal tip. The conmed eliminator pet biliary balloon dilator is compatible with duodenoscopes with a minimum 2.8mm working channel. The device is indicated for endoscopic dilation of strictures of the common bile duct. Based on the evaluation findings, the exact cause of this reported incident could not be determined. However, information received from the user facility indicated that air was used by the surgeon to inflate the balloon in spite the recommended diluted contrast agent. In this instance, it is believed that the most likely cause of this reported incident was user related and a possible result of unintended misuse of the device. The instruction for use (IFU) of this device specifies "balloons must be inflated with liquid. The liquid creates maximum radial pressure in the balloon for more effective dilation of strictures. The balloon should be filled with a mixture of water and contrast for fluoroscopic observation". In addition, to reduce the risk of patient injury, the instructions for use (IFU) also warns the user: do not use air or any gaseous substance as balloon inflation medium.

Event description:
The user facility reported that during use of the eliminator pet biliary balloon dilator and when spread at the narrow area, something did not feel right to the surgeon and thus he attempted to withdraw the balloon from the patient. The deflated balloon could not be withdrawn, as it was caught on the tip of the endoscope, which subsequently tore off of the device and remained at the duodenum. The balloon fragment was not retrieved from the patient's intestinal tract, as the surgeon felt that this will naturally pass through the patient and be naturally eliminated from the body. The physician then utilized a second balloon dilator to successfully dilate the stricture and complete the procedure with no further complications. It was also reported that the patient required admission to the hospital due to the retained balloon fragment. Even though the procedure was performed on (B)(6) 2014, to date, no additional information has been received in regards to the patient's latest condition other than it was described the patient status as "good". In addition, requests for patient demographic information (i.e. Age, gender, weight) patient's weight is unknown.